Manufacturer narrative:
Date of event was estimated based on aware date.

Event description:
It was reported that stent dislodgment occurred. An 8 x 3.00 promus premier drug-eluting stent was introduced for treatment. However, during the procedure, it was noted that the stent had expanded while the physician was inserting it into the patient. There were no patient complications nor injuries reported.